Manufacturer narrative:
(B)(4). Date sent: 4/22/2026. Additional information was requested, and the following was obtained: per the sales rep: "I was in the case. As far as I know the patient is doing well. No change in the patient care status post-op."

Manufacturer narrative:
(B)(4). Date sent: 4/27/2026. D4: batch #751d91. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one ecr60m reload loaded in the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 751d91, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/13/2026. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, a98u9k, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colectomy procedure of the right colon, the surgeon was firing the device across the colon when the device stopped firing approximately three-quarters of the way through the tissue. After the firing issue occurred, the surgeon removed the battery, rotated it 180 degrees, and reinserted it; however, the device still did not function. A second battery from another device was then inserted, but the device continued to malfunction. The surgeon proceeded with the manual override to complete the procedure. There were no patient consequences or injuries reported. No additional information provided.